Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump kept alarming failed battery test and low battery. Customer¿s blood glucose level was 22 mmol/l. Customer received a low battery alarm prior to the failed battery test alarm. Customer replaced the battery on the device three times. Customer was going to call back if the issue persisted. The device was not returned.